Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex (lcx). After pre-dilatation was performed with a 2.5x15 non-bsc balloon, a 38mmx3.00mm promus premier¿ stent was selected and advanced; however, crossing difficulty was encountered due to the severe tortuosity of the vessel located proximal to the target lesion. When the stent was removed from the patient's body, it was noted that a part of the distal edge of the stent was lifted. The procedure was completed with a 3.0x38 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).